Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hld, cad, atherosclerosis, and history of CABG.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve is being worked up for a valve-in-valve procedure after an implant duration of 5 years and 2 months due to stenosis. The patient presented with shortness of breath and fatigue. Per additional information: no scheduled procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve is being worked up for a valve-in-valve procedure after an implant duration of 5 years and 2 months due to stenosis. The patient presented with shortness of breath and fatigue.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve is being worked up for a valve-in-valve procedure after an implant duration of 5 years and 2 months due to stenosis.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.